Event description:
The customer complained of discrepant inr results for 2 patients tested on coaguchek xs plus meter serial number (B)(4) compared to the dade innovin laboratory method. Patient 1 result from the laboratory was 3.1 inr. The result from the meter 1 hour later was 4.2 inr. On (B)(6) 2018 patient 2 (male, date of birth (B)(6), weighing (B)(6)) result from the laboratory was 3.6 inr. The result from the meter 1 hour later was 4.8 inr. The therapeutic range for both patients is 2 - 3 inr. There was no allegation that an adverse event occurred. Both patients are in stable condition. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.